Event description:
It was reported that pump displayed repeated cartridge alarms during insulin use, and alarm continued even after attempts to load new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support to load new cartridge using proper technique, then advised to place pump in storage mode and switch to multiple daily injections as backup therapy, and pump replacement was arranged with instructions to transfer pump settings, reconnect continuous glucose monitor, and return problematic pump using provided shipping label.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.